Manufacturer narrative:
Covidien reference # : (B)(4) date of initial report : (B)(6) 2015 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that the device was activating intermittently during testing prior to use. The device was returned to covidien for evaluation and a piece of the jaw wire was missing. The site confirmed that nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4). The investigation for this event confirmed the complaint of intermittent activation. This was found to be due to deterioration of the switch that interfered with electrical contact. The root cause of the deterioration was identified to be customer misuse. No trend has been identified for this failure mode and no corrective action is required. It was also found that the jaw wire insulation had been sliced off, which did not contribute to the reported condition. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. Review of the manufacturing process found no factors that would contribute to the identified slicing damage. The root cause of this event is user error when inserting the device. The instructions for use clearly caution the user to insert and withdraw the device carefully to avoid damage to the device. No trend has been identified for this issue and no corrective action required. Investigation of this event also found that the provided lot number does not correspond with any manufactured lot for this item. This prevents review of the corresponding device history records.

Manufacturer narrative:
(B)(4). In addition to the previously submitted investigation, a review of the relevant device history records for this lot were reviewed. This review found no entries that could have contributed to the reported issues. There is no trend associated with either issue.